Event description:
It was reported that during surgery, once the probe was plugged into the console, the surgeon observed that the metallic tip was missing. The surgeon immediately used another probe to finish the surgery. The surgeon does not know if the metallic part was missing before using the probe.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.